Event description:
It was reported that in preparation for a percutaneous transluminal coronary angioplasty procedure, shaft breakage occurred during unpacking. The lesion was located in the right coronary artery (rca). The hypotube of the 3.00x32mm taxus libertã© drug-eluting stent delivery system kinked and then snapped. The physician commented that it seemed to be damaged upon removal. The procedure was then completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this device found that the device met its material, assembly, and product specifications at the time of release to distribution. Product unavailable for analysis.